Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a catheter shaft fracture occurred. The concentric, denovo, non-calcified lesion was located in the proximal lad (left anterior descending) artery at the bifurcation. The side branch (bifurcation) lesion was pre-dilated with a 2 x 12mm apex balloon. To treat the lad, the 3.5 x 12mm apex balloon catheter was inserted into a non-bsc 6f guide catheter, however resistance was encountered and the shaft broke. Another 3.5 x 12mm apex balloon catheter was attempted to be introduced into the guide catheter, however, the physician noted he "had the same problems again". Friction was encountered; the catheter kinked. The apex balloon was removed and the procedure successfully completed with a 3.5 maverick balloon catheter. No patient injury or complications were reported. The patient's condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.